Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issue and high blood glucose. The customer's blood glucose was 440mg/dl at the time of incident. Trouble shooting was performed and found customer states ripped the device because it was not delivering insulin. Customer had symptoms of nausea and passed out. Treated the high with manual injections. He did not go the ER. Customer decline to trouble shoot for the high blood glucose and wants to return the insulin pump.the insulin pump will not be returned for analysis.